Manufacturer narrative:
There is too little information on the event to fully understand the seriousness of any injuries if there were any at all. It is unknown if the device malfunctioned or not. The event occurred at the consumers home. It is unknown if the consumer was going forward or backward. It is unknown if the consumer was idle and moved unintentionally. The medical condition of the consumer is unknown. The consumers ability to use the joystick is unknown. The medication regimen of the consumer is unknown.

Event description:
The consumer allegedly went over a two foot drop. No other information regarding the alleged incident have been given at this time. No injury is alleged.